Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received a failed battery test alarm and a battery out limit alarm. The customer's blood glucose was 360 mg/dl at the time of incident. The customer stated that his blood glucose reached 454 mg/dl. The customer stated that he treated his high blood glucose with insulin pen. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that he did not receive a failed battery test after inserting a new battery. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The insulin pump will not be returned for analysis.